Manufacturer narrative:
Per user guide: your tslim x2 pump is watertight to a depth of 1 meter up to 30 minutes but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing or during any other activites that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after swimming with the pump, a malfunction and temperature alarm occurred. Pump was not functional. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.